Event description:
Pump shut down twice, once while plugged in (for 8 hours straight) in the heart room and once on battery on the way to the unit channel disconnect error message on "brain" screen shut down the dopamine and nitroglycerine drips.